Event description:
It was reported that during treatment with biliary indication, the delivery system was stuck on the guidewire before insertion into the body of the patient. It was further reported that the user attempted to pull the delivery system back and the stent deployed outside the body. As a result the delivery system and guidewire were removed as one unit and a new guidewire and delivery system were used to complete the procedure. The guidewire and delivery system were separated by flushing the device and pulling forcibly. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: the lot number was provided, and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the stent delivery system and a device compatible guide wire was returned for evaluation. The condition of the sample returned matches the event information provided by the customer. The stent was found completely deployed while the safety clip was in place. The reported impossibility to advance the delivery system over the guidewire could not be reproduced. However, based on the event information provided and the evaluation of the sample, it could be confirmed that increased friction between the guide wire and the delivery system caused the stent to deploy, when the delivery system was removed from the guidewire. The photos provided were also taken into account. However, as they show the delivery system in the same condition as the sample available, they do not contribute to further clarification. Based on the event information provided and the evaluation of the sample, it could be confirmed that increased friction between the guide wire and the delivery system caused the stent to premature deploy. A definite root cause for the event experienced by the customer could not be determined. Labeling review: current version of instructions for use (IFU) supplied for this product: in reviewing the labeling supplied with this product, it was found that the IFU for both indications address the potential risk. The IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Regarding preparation the IFU states: "the catheter tip is tapered to accommodate a 0.035¿ (0.89 mm) guidewire. The guidewire exit port is located at the proximal end of the delivery system. Prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter. Flushing lubricates the surface between the inner and outer catheters. The catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the e-luminexx biliary stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx biliary stent products are identified in d2 and g5. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The catalog number identified has not been cleared in the u.s. But, it is similar to the e-luminexx biliary stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx biliary stent products are identified. (Expiry date: 04/30/2022).

Event description:
It was reported that during treatment with biliary indication, the delivery system was stuck on the guidewire before insertion into the body of the patient. It was further reported that the user attempted to pull the delivery system back and the stent deployed outside the body. As a result the delivery system and guidewire were removed as one unit and a new guidewire and delivery system were used to complete the procedure. The guidewire and delivery system were separated by flushing the device and pulling forcibly. There was no reported patient contact.